Event description:
It was reported that on (B)(6) 2013, a 2.25x23mm xience xpedition stent was successfully implanted in the mid right coronary artery (rca) and a 3.0x15mm xience xpedition was successfully implanted in the proximal circumflex (cx) coronary artery. Post procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. There was no treatment provided and the patient was discharged home on (B)(6) 2013. On (B)(6) 2015 the patient presented to the emergency room. Medication was provided however the patient passed away. Reportedly, the patient death was possibly related to the device. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the patient presented to the emergency room with shortness of breath and collapsed. The patient then expired. There was no coronary angiography performed and the primary cause of death was a cardiac condition.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dyspnea and death, as listed in the xience xpedition, xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.